Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the hospital for device check. Upon interrogation, the pulse generator exhibited backup vvi operation. Programming changes were performed, and the patient was stable.

Manufacturer narrative:
Manufacturer report 2938836-2017-30152, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.